Event description:
A hospital staff member reported that the articulating arm will not lock. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The starburst end of the arm will not tighten. All of the color has been sterilized off the of the arm. The reported event was confirmed. The device was replaced and there were no further issues.